Event description:
Event description guidant received information from this patient regarding his cardiac resynchronization therapy pacemaker. He questioned whether or not it is part of an advisory, and stated that since he received this device he has fallen down stairs and is now in a nursing home for therapy. He stated that he passed out and doesn't remember anything, and he currently is unable to stand up too long because he becomes dizzy. He stated that it is causing him trouble and questioned whether or not he needs to get a lawyer.